Manufacturer narrative:
Add'l info from the hosp stated that heated wires, a humidifier and filters and a water trap were used but no filter. According to the hosp, water was found under the cassette and they have had two other cases with water in the pt circuit and under the cassette. The hosp also states that nowadays they find the problem solved after they have started using filters and change them every 24 hrs. The ventilator was investigated on site by our field svc engineer. The reported problem was not reproduced and no fault was found. No parts were exchanged. Device event, technical and test logs were downloaded and the ventilator was returned to svc. The log eval found that there was no entry in the technical log on the day of the event. The test log shows that the pre-use checks passed before and after the event. The event log shows that many alarms "peep high", "paw high", "regulation pressure limited" and "high continuous pressure" were generated for about 1 1/2 days. These alarms indicate an increased expiratory resistance. The no entry in the technical log, the passed pre-use checks and the findings of the field svc engineer indicates that there was no ventilator malfunction. The increased expiratory resistance suggests that the cause was most probably due to water in the tubings and this is supported by the implemented new routines at the hosp which eliminate water build up. The reported noise cannot be explained with the info available.